Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c2056921 of echo-hd-22-c was returned for evaluation. On evaluation of the devices the following observations were made: visual inspection: proximal kink below sheath extender observed, distal end of needle examined, and biological mater observed on distal end of needle, functional inspection: sheath extender able to advance and retract without issue, stylet removed from device without difficulty, attempted to reinsert stylet but did not pass kink below sheath extender, needle removed from device and proximal kink observed below sheath extender. Manufacturing records prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c2056921 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Based on the customer/ rep testimony ¿it was mistake of using the device¿. Because of limited information was shared a possible root cause is difficult to determine but could be attributed proximal kink below the sheath extender observed during lab evaluation contributing to the failure to puncture. The device potentially being held in a twisted or flex position, excessive force which may be applied when trying to push the sheath forward and proximal kink below sheath extender could have potentially contribute to damage on the endoscope reported in the description of event. It is also possible that the damage to the scope could be contributed to incorrect use of the needle, but we do not have definitive evidence from the customer on this. Several attempts were made to obtain information therefore this complaint will be investigated based on the lab findings. Should this information become available the file will be updated accordingly. A CAPA (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 02-sep-2024.

Event description:
During a puncture procedure, the echotip sheath did not go out, which created damage on the endoscope while the needle was out. Impossible to do the puncture via endoscopic means. Endoscope was just back from repair. Sheath was pierced. Impossible to built pressure in the endoscope. Customer request cook to take part in the endoscope repair bill. "As per cc form": during a puncture procedure, the echo tip sheath did not go out, which created damage on the endoscope while the needle was out. Impossible to do the puncture via endoscopic means. Endoscope was just back from repair. Sheath was pierced. Impossible to built pressure in the endoscope. Customer request cook to take part in the endoscope repair bill. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? N/a. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? N/a, yes, no. 7. Was the device used in a tortuous position? N/a, yes, no. 8. Was puncture of the target site difficult? N/a, yes, no. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? N/a, yes, no. 13. Was the device damaged on removal from packaging? N/a, yes, no. 14. Was force required to remove the device? N/a, yes, no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. 22. Was the scope recently serviced / repaired? N/a, yes, no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes, no. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes, no. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.